Event description:
A customer complaint was received for qc holding for 42 hours when previously results were available earlier. Results were not duplicated by siemens. It is unknown if treatment was delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results. Siemens conducted a field correction, internal number (B)(4) on (B)(4), 201, for out-of-range quality control results for qc p. Aeruginosa atcc 27853 vs. Arg or false negative arg results with clinical isolates if the panels pass qc testing. In addition, 42 hour identification panel hold may occur due to a weak arg reaction on the neg breakpoint combo 47, b1017-417 panels, lot number 2013-11-13. The customer letter stated any remaining inventory should be discarded. A review of complaints associated with this field correction determined a MDR was required.

Manufacturer narrative:
Method: actual device not evaluated - retention samples tested. Results: no results available since not evaluation performed. Retention samples tested. Conclusion: device not returned - retention samples testing did not duplicate the results.